Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had unresponsive buttons. The patient's blood glucose at the time of incident is unknown, and his current blood glucose was 60 mg/dl. During troubleshooting for the keypad anomaly the customer stated that his pump was really old. He did not recall any significant events leading to the keypad issues. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to unlocked connector at the lcd board. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had cracked case at the display window corners, cracked belt clip slot and minor scratched lcd window.